Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that the patient was having neurological deficit/dysfunction (ndd). Patient was experiencing lots of pain, muscle spasm in her back and pain in her right ribs. Follow-up indicated that the patient's pain was related to post-operational procedure. The patient was released from the hospital on (B)(6) 2011. Her physician advised the symptoms were not considered to be device related. Patient stimulation was activated and now she's reported receiving adequate coverage to pain areas following the activation of the stimulator. No further information is available at this time.